Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. Date of explant: (B)(6) 2021. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast surgery with a 700cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture postoperatively diagnosed at the doctor's office. As a result, the devices will be explanted on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On october 5, 2021, mentor became aware that catalog number smpx755; serial number (B)(6) on the left side, and catalog number smpx755; serial number (B)(6) on the right side were used as replacement devices. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 6, 2021, mentor became aware that the device was mistakenly received under a different product complaint on october 13, 2021. The device was transferred to this complaint on december 6, 2021. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per device received, the following information has been updated on this form: field d4 for catalog number has been updated to "3507700bc. Field d4 for lot number has been updated to "5610784". Field d4 for unique identifier( UDI) has been updated to (B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the gel mod-rnd 700cc breast implant was ruptured. In addition, a crease/fold was identified at the edges of the rupture. The evaluation determined that the cause of the rupture was consistent with normal wear. Instructions for use state that ruptures can occur at any time after implantation, but are more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).